Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) displayed an elective replacement indicator (eri). There was a concern that the battery depleted earlier than expected. It was reported that at the last follow up, six months prior, the battery status was middle of life 1 (mol1).